Event description:
During preventive maintenance, the service representative found a stripped screw in the roller assembly. While no malfunction of the pump actually occurred, the condition could potentially lead to a pump failure. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.